Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Concomitant medical product should have been drg lead in initial MDR.

Manufacturer narrative:
Date of event and therapy date are estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-03346. It was reported that the patient's leads migrated out of place. As a result, surgery occurred to explant and replace the leads, which addressed the issue.